Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Attachment: christophe caussin, md, christelle diakov, md, patrice dervanian, md, nicolas amabile, md, phd, backward migration of a mitraclip through a patent transseptal orifice, jacc:cardiovascular interventions, vol. 8 no. 14. 2015. This article contains additional information on the patient previously reported under MFR# 2024168-2014-08486. (B)(4).

Event description:
This event was captured based on literature review of the article: "backward migration of a mitraclip through a patent transseptal orifice", which identified a large interatrial defect and a diffuse hematoma on the anterior leaflet. Details are listed in the article. Other information documented in this article was previously reported under MFR# 2024168-2014-08486.